Manufacturer narrative:
This report is being filed on an international product (catalog #06c29) that has a similar product distributed in the us (catalog #06l27). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer noticed that qc values for the (B)(6) assay were high at the (B)(6) 2018 compared to other laboratories. Based on these findings, the customer retested all (B)(6) patient samples since (B)(6) 2018. Some samples that previously tested (B)(6) were now (B)(6). No adverse impact to patient management was reported. The following data was provided: sample ID (B)(6): (B)(6) 2018 (B)(6) result of (B)(6) and retest on (B)(6) 2018 (B)(6) (B)(6) using a different (B)(6) lot. Sample ID (B)(6): (B)(6) 2018 (B)(6) result of (B)(6) and retest on (B)(6) 2018 (B)(6) (B)(6) using a different (B)(6) lot. Sample ID (B)(6): (B)(6) 2018 (B)(6) result of (B)(6) and retest on (B)(6) 2018 (B)(6) (B)(6) using a different (B)(6) lot. Sample ID (B)(6): (B)(6) 2018 (B)(6) result of (B)(6) and retest on (B)(6) 2018 (B)(6) (B)(6) using a different (B)(6) lot. Sample ID (B)(6): (B)(6) 2018 (B)(6) result of (B)(6) and retest on (B)(6) 2018 (B)(6) (B)(6) using a different (B)(6) lot.

Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. A retained kit of architect havab-igg reagent lot number 81026li00 was tested for specificity. All control values met specifications. The results were in the typical range and no false reactive results were obtained. Review of field data (overall means) indicated that the lot number is performing in line with all other reagent lots. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.